Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The target lesion was located in the moderately tortuous and non calcified subclavian artery. A 12mm x 20cm interlock -35 coil was selected for use. During procedure, it was noted that the coil detached prematurely inside the microcatheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The coil was removed together with the microcatheter and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.